Event description:
It was reported by the customer's father that the customer had a button error alarm on the insulin pump. Customer's blood glucose level is 148 mg/dl. Customer stated that he noticed some condensation in the pump. Customer's father stated that his son was doing a bolus at the time he received the alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The pump was received with no button error alarm. The pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).